Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for alternative insulin therapy if pump battery depleted, technical support sent replacement charging cable and wall adapter, followed up by phone and email, and issue was later resolved when customer confirmed pump was charging properly with new cord, with no further action required.